Event description:
It was reported that during routine incoming inspection of a loaner set on (B)(6) 2023, the torque handle in question was found to be out of spec. There was no reported patient or procedure involvement. No further information is available. This report is for a symphony oct system ao handle, torque limiting 3.0nm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects within the ao handle torque limiting3.0nm. A dimensional inspection for the ao handle torque limiting3.0nm was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter mountz ez-torq iii 150i torque analyzer cd-78632, adaptor lf100006. 103327943 rev. D manufactured was used as source of specification. Torque specification for the device was 2.75 - 3.25 nm. Actual measured values range from 3 - 3.13 nm. The device was testing as intended. The complaint was not able to be replicated as it resulted in working accordingly. Refer to attachment " (B)(4). Torque limiting results.pdf". As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the ao handle torque limiting3.0nm was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: 103327943 rev. D (current and manufactured). Dimensional inspection: n/a. H4, h6 a review of the receiving inspection (ri) for ao handle torque limiting3.0nm, was conducted identifying that lot number km898899 was released in two batches batch1: lot qty were released on dec 18,2020 with no discrepancies. Batch2: lot qty were released on dec 18,2020 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.